Event description:
The customer reported that during a collection procedure, there was a blood leak from the connection between the tubing leading to 3-lumen manifold and y-connector leading to a single bag. Per privacy laws in (B)(6), the patient information is not available. This report is being filed in response to terumo bct (B)(4) filing a sae report with their local authorities.

Manufacturer narrative:
Investigation: the returned set was visually examined. The reported leak was confirmed. Insufficient solvent was noted at the y-connector. (B)(4) returned the part for investigation. One bag cut in half horizontally was returned. The leak path was observed in the 187 tubing that goes from the y connector to the manifold. Root cause: the root cause for the leak was due to a bond void/ leak path in the tubing to port bond. This is due to a manufacturing deficiency in which insufficient solvent was applied. Correction: manufacturing staff were given notice of this incident on (B)(4) 2013. Corrective action: the bone marrow mops were updated as a corrective action to this defect. An inspection mop for the bone marrow processing kit was released. Based on input from the pmda in (B)(4) a recall will be initiated on 10/01/2013. The FDA (B)(4) district office has been notified by terumo (B)(4).